Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Blood glucose reading was 430 mg/dl which was treated with insulin pen. The customer stated they just started insulin pump yesterday. Customer did not report any symptoms related to high blood glucose. Customer stated the insulin pump system was not in use within 48 hours of reported event due to they just started on the insulin pump. The insulin pump will not be returned for analysis.